Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula.

Event description:
It was reported that the patient's blood glucose level reached 15 mmol/l (270 mg/dl). The cannula did not deploy and the pink slide did not move forward; this indicates a needle mechanism failure. Details regarding treatment were not reported.